Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/59 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿pulmonary vein anatomy addressed by computed tomography and relation to success of second-generation cryoballoon ablation in paroxysmal atrial fibrillation.¿ clinical cardiology. 2019; 42(4):438-443. Doi:10.1002/clc.23163. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter and mapping catheter: there were two (2) patients with phrenic nerve palsy (pnp); and two (2) patients with femoral pseudoaneurysms; all with unknown treatment/resolution. There was also one (1) patient each who experienced arteriovenous fistula and a dissected iliac vein;with unknown treatment/resolution. The status/location of the cryoballoon catheter/mapping catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.